Manufacturer narrative:
(B)(4). Additional information received from the sales representative indicating: there was no separation of the wire, the hospital requires all products to be left in the patient when there is a death. The doctor did not state the death was due to the wire.

Event description:
Wire was stuck in the patient and medical doctor was unable to retrieve from patient. Unsure patient condition at time of placement. The reported defect was detected during use. The patient is reported to be deceased. Therapy was reported to be delayed/interrupted.

Event description:
Complaint information: wire was stuck in the patient and md was unable to retrieve from patient. Unsure patient condition at time of placement. The reported defect was detected during use. The patient is reported to be deceased. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.